Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction in the memory logs but the se was not able to duplicate the alleged failure. The se replaced the breath delivery unit (bdu) printed circuit board (pcb) as precautionary measure. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an, 840 ventilator generated errors which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the malfunction occurred.